Event description:
It was reported a triclip procedure was being performed to treat grade 4 functional tricuspid regurgitation (tr) with thin leaflets, and five leaflet segments. An xtw clip was positioned and deployed without issue. A second clip, xt, was positioned at a/s immediately posterior to the first clip (implanted on a/s). After a successful grasp, the tr worsened central and posteriorly. Clips were well aligned, however the physicians suspected they were pulling apart the a/p commissure and creating more tr. They decided to release the clip. They raised grippers, unlocked, opened to 120 and attempted to advance into the right ventricle (rv) to move away from leaflets. The physician felt tension and realized they were not fully released from a/s leaflets. It was advised to invert and try and gently pull atrially to see if the leaflets would come off gripper. They were able to move up a bit, but still felt tension. They paused and attempted to close clip but arms would not close. It was then advised they were probably still on tissue. They countered to move away from the septal leaflet and then clocked gently to see if it would release. The clip then popped up above the valve and sprung closed. They had not returned the arm positioner to the inverted state despite the clip arms not closing initially. There did not appear to be any damage to the valve and the first clip was still stable on a/s. The clip was then positioned on p/s successfully.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult positioning in anatomy associated with the clip still on tissue, unable to close clip, and clip jumping were unable to be determined. The reported unintended movement was due to procedural circumstances. The reported difficult leaflet grasping was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.